Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that drive support cap was sticking out. Customer¿s blood glucose was unknown. Customer stated that she taped drive support cap. The customer also mentioned that insulin pump screen pieces were missing and had a crack on the screen. Insulin pump will be returned for analysis.